Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that the circumstances that led to the implant failing was that during the first week of (B)(6) 2020, I had the worse arachnoiditis flare-up I have ever had. I had my pain pump adjusted up to 2.0 mg/day of dilaudid, the maximum allowed at that time by my pain management doctor. The increase did not help as much as required. So I had to depend more on my neurostimulator. The initial settings were: program d; both channels set at 6.0 volts. These are the settings I have been using for months. With the flare-up, I adjusted the settings upward to 6.5. It helped some. But when I laid down the muscles in my right leg started "jumping" all around. I could not control the reflexes. It was even drawing both of my legs up into the fetal position. I kept adjusting the stimulator with no real solution. I then got up and tried to sleep in my zero gravity recliner. The stimulator did not cause any muscle reflexes while in the recliner. These problems continued for several days. Initially, I did not pay any attention to the readings on the patient controller except for the settings. Finally, I started looking at the positioning readout and what was happening to the position and output settings. It was then that I saw the upright and lying readings always agreed with my position. The voltage readouts were not as I had set them. For example: on oct 7, I set both channel voltages to 5.5. About 2 hours later, the paresthesia had changed. So I sat up on the edge of the bed and checked the settings. Both channels were now reading 5.0 with upright as the position. I laid back down; both channel readings changed to 6.0 with lying down. I then sat back up. Both channel readings changed to 5.0 upright. Later on that night, I was awakened by the jerking of my legs. I rechecked the readings. They had changed to 6.5 upright. I was lying flat on my back. I sat up and the readings changed to 5.0 lying. I then realized that the gyro software or circuit was failing as well as some of the other software/circuits. So I called customer service the next day to inform them of the problems I was having. I havebeen closely monitoring the readouts and setting to try to obtain the pain relief I need. I have also visited my pump pain management doctor and gotten an increase to 2.4 mg/day of dilaudid. These actions have helped, somewhat, in reducing the pain but it is still running 7 to 8 on the pain scale. When it gets high like this I increase the voltage as long as I am not lying down. When I do lay down, I decrease the output to a comfortable setting. Whenever I get up then return to bed I always check the outputs then reset them if necessary. This is done while in a prone position. I have also spoken with the pain clinic that does my implants about the problem. The doctor, (B)(6), agreed with me that the stimulator is failing and needs to be replaced. I am waiting for a call from his office as to when and where for this replacement. The issue wasn't resolved. Since it is an implant there isn't much that can be done. Although, like other electronic devices that have problems, I have tried recycling the power off and on. This action did not change anything. It is an intermittent problem. For example, before writing this letter I changed positions and settings and everything worked as it was designed. But last night it did not work correctly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (B)(6) 2020. Patient reported that the device was in the process of failing "now" (then confirming failure started in 2020, recently), patient said the device has a gyroscope in it that it adjusts stimulation when you are standing so you get the maximum voltage and so that when you lay down stimulation turns down and that feature has quit working. Patient said he can set it on a voltage, for ex. Last night patient set it on 5v and an hour later he got out of bed and it was at 6v and said device changes stimulation settings at random. It was reviewed that hcp was welcome to invite rep in to check adaptive stimulation. Patient said the hcp was going to check device but the hcp was like the patient and thinks that the device had failed. Patient added that he was an electrical engineer and thinks the device is done for. Patient said he can't pronounce the name of the managing hcp he is seeing currently, noting that he has only met him one time. No patient symptoms were reported. Caller was redirected to the healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient believed their ins was failing on them. The patient stated the gyroscope was broken, and then clarified the ins did not recognize their change in positions and the ins was changing voltage by itself. It was noted the issue occurred about a week ago, prior to (B)(6) 2020. The patient was going to see their healthcare provider on (B)(6) 2020 to check the ins. No symptoms were reported.